Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (hcp): information was received from a healthcare professional (hcp). It was reported that they had several cases where the connection in the pocket (lead to percutaneous extension) migrated from the pocket to a position well inside the tunnel during an advanced evaluation procedure. They needed to use fluoroscopy to find it and pull the lead back to the pocket at the end of the evaluation phase. They stated these incidents all occurred in the past 6-8 weeks. No patient complications were reported as a result of this event.